Event description:
It was reported that this pacemaker system displayed a red alert in the latitude remote monitoring system. The red alert was for a lead safety switch (lss) from bipolar to the unipolar configuration due to the right ventricular (rv) lead pacing impedance measurements being greater than 3000 ohms, which was high out of range. No adverse patient effects were reported. Currently, this pacemaker system remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and, as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker system displayed a red alert in the latitude remote monitoring system. The red alert was for a lead safety switch (lss) from bipolar to the unipolar configuration due to the right ventricular (rv) lead pacing impedance measurements being greater than 3000 ohms, which was high out of range. No adverse patient effects were reported. Currently, this pacemaker system remains in service. According to additional information, this pacemaker was explanted and the rv lead surgically abandoned due to high capture thresholds. No additional adverse patient effects were reported.